Event description:
New information states the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in follow up, the pulse generation exhibited a diagnostics anomaly. The physician cleared the alert, the device would be followed closely.

Manufacturer narrative:
Analysis was normal. No anomalies were found.